Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker system exhibited undersensing of atrial signals which resulted in pacing delivered when not required. The patient experienced presyncope. Technical services (ts) was contacted and recommended possible reprogramming options. This pacemaker remains in service. No additional adverse patient effects were reported.